Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. The scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. Inspection of the device revealed no needle strike mark at the posterior foot to suggest that the posterior needle might have been deflected and struck the foot instead of engaging with the cuff inside the posterior foot during needle deployment. Also, there were no abnormal observations that could contribute to the reported needle-to-cuff miss. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issues were detected. Review of device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after needle deployment, the suture was not captured by the needle. There was no adverse patient sequela. Though requested, no additional patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.